Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found multiple of the plastic covers on the lighting system to be damaged and secured with tape. This is indicative of facility personnel bumping the lighting system into other pieces of equipment. Steris does not service or maintain the harmonyair m-series surgical lighting system. It is unknown who performs the maintenance activities on the lighting system. The technician ordered the necessary replacements for the damaged covers. The technician counseled user facility personnel on the proper use and operation of the lighting system specifically on not bumping the lighting system into walls or other pieces of equipment, and not using tape to secure the covers during maintenance activities. The steris harmonyair m-series surgical lighting system operator manual is included with every m-series lighting system sold. The following statement is documented within the safety precautions section of this manual, (11) "caution - possible equipment damage: do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The steris harmonyair m series surgical lighting system operator manual also states (74) (8.1), "regular service and maintenance must be performed only by steris or a steris-trained technician. Any work performed by inexperienced or unqualified persons or the installation of unauthorized parts could cause personal injury, invalidate the warranty or result in costly damage." No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a small piece of plastic from their harmonyair m series surgical lighting system fell onto the surgical drape. The sterile field was re-established subsequently causing a procedure delay. The procedure was completed successfully. No report of injury.